Event description:
No additional information is available.

Manufacturer narrative:
This incident has been reported under (B)(4). Updates performed on b3 b4 b5 d4 g3 g6 h2 h3 h4 h6 h10 review of the most recent repair record determined the unit was overheating and there was a burn mark on the power inlet module. The power inlet module was replaced to resolve the reported issue. The root cause of the reported issue is attributed to the time the high flow valve is left open is too short during the pump start up sequence. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the device was smoking. No harm or delay were reported as no patient involvement was noted. No adverse event was reported as it relates to this event. Diligence is in process and at the moment no response has been received to date.

Manufacturer narrative:
This incident was recorded under (B)(4). Upon completion of the investigation a final/supplemental report will be submitted.